Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt claimed that the pump is intermittently responding when the up arrow button is pressed. The pt indicated that the pump is responding to all other buttons; however, the pump is slow to respond. The pump reportedly has not been exposed to moisture and the rubber keypad is intact.